Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07131. It was reported the patient experienced ineffective stimulation due to both leads migrating following a fall. The issue was confirmed via x-rays. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.